Event description:
The pt developed redness, swelling, drainage and pocket erosion at the incisional wound opening. Cultures were positive for multiresistant staphylococcus aureus. The pt was treated with oral antibiotics and the ipg was repositioned to another site. The infection is reported to have resolved.